Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Furthermore, the impactor was chipped. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During routine inspection of attune instruments, a mdrd technician found 2 damages attune femoral impactors. Both had vertical cracks along the length of the impactors. According to the scrub nurse and technician, no fragments were created during surgery and no patient consequence. No delay in surgery in any way.